Event description:
Arthritis [arthritis]. Joint effusion [joint effusion]. Case description: spontaneous report was received on 11-jul-2012 from a physician regarding a (B)(6) male patient, initials (B)(6) with osteoarthritis of the knee. The patient's medical history was not provided. On (B)(6)2011, the patient initiated treatment with synvisc (hylan g-f20) injection into the right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2011, the patient received second injection of synvisc. On the same day, the patient developed arthritis. On (B)(6) 2011, the patient had arthrocentesis (amount aspired not provided) and developed joint effusion. On the same day, the patient also received treatment with intra-articular steroid injection for arthritis and joint effusion. The action taken with synvisc treatment was not provided. On (B)(6) 2012, the patient recovered from the event of arthritis. The outcome for the event of joint effusion was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite and did not provide the relationship between synvisc and the event of joint effusion.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 16-jul-2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.